Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is not planned at the moment.

Event description:
Hearing performance with the device is affected. The implant suddenly stopped working. No trauma was reported. The recipient wears glasses. Due to other device unrelated medical conditions, the recipient will not have an explantation or reimplantation at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant suddenly stopped working and the hearing performance with the device was affected.